Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in australia underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Wife reported that the peg-j tube was unable to be mobilized. Additional information received indicates that further investigation done during the 2nd week of december has confirmed a buried bumper syndrome. The doctor managed to remove the retention plate out without replacing tubes.